Event description:
It has been reported: throughout the case the scope intermittently cut out. The surgeon had to wait for the image to come back a few times. No negative impact in state of health reported.

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID_ (B)(4).